Manufacturer narrative:
The pump was returned and analysis found that the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. The catheter was returned and analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Device available for evaluation: product ID: 8780, serial# : (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type : catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 530 mcg/day via an implantable pump. It was reported the event occurred during a procedure. The sutureless connector could not be disconnected from pump that was having elective replacement indicator (eri) replacement. The metal connector in pump connector housing had separated from the catheter and remained on the pump. The surgeon used his fingers to depress the marks in sutureless connector as usual and when that didn¿t release the catheter, he then used a raytec gauze under his fingers. The patient¿s existing catheter needed to be revised. The catheter was partially explanted. The pump segment of catheter was removed and replaced along with the pump. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2020. Environmental/external/patient factors that may have led or contributed to the issue were noted as having been unknown. The company representative was in possession of the pump and partial catheter which was to be returned to the manufacturer. The patient¿s weight and medical history were noted as having been requested but were unknown. No further patient complications have been reported as a result of this event.